Event description:
It was reported that when using the bd pyxis¿ medstation¿ es failed drawer report. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the information had not appeared in the pyxis report. A technical support specialist (tss) confirmed that it was communicating with the server. There was also no failed drawer on the station at that time. The tss ran the storage space failures and recoveries report and also ran the all-device events report from 11/13 to 11/14 for the current time. No removal transaction was captured on the report for medication ID 1032 on station n-5th. The reason the removal transaction was not captured was due to a failed drawer occurring on the station at the same time the user removed the medication. Most likely, the user removed the medication while the refrigerator bin was open and while there was still a failed drawer, which caused the removal transaction to not be included in the report. To avoid this issue, the failed fridge bin or any failed drawer should have been recovered first before a user removed medication from the station so that the removal transaction could be captured. If the recovery of the drawer failed, then the customer could have put the device in critical override, which would have captured in the report that the device was placed in critical override to retrieve medication from the station or fridge due to a failed drawer. The findings and recommendations were provided to the customer via email, and the customer agreed to close the case. The system functioned as intended after the technical support specialist investigated the device.